Event description:
Customer reported the test did not start after a sample was applied to a test strip inserted into her freestyle freedom lite blood glucose meter. She further reported subsequently experiencing vertigo. It is unknown if the customer attempted to self-treat or if she received third-party medical intervention because the customer declined to finish troubleshooting. However, customer indicated she had sustained an injury because, "my sugar was up and I was very dizzy". Prior to disconnecting the call, it was discovered the customer was not using proper technique and she was attempting to test from the meter's memory. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the date when the medical event occurred is unknown.